Event description:
It was reported while using bd insulin syringe ultra-fine® foreign matter was found. There was no report of patient impact. The following information was provided by the initial reporter: found that the needles were black when using the syringes.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: (B)(6) 2023 h6: investigation summary customer returned (11) 1.0ml 29ga 1/2in syringes inside a clear ziploc bag. It was reported by the consumer that the needles were black. All the retuned syringes were visually examined using microscope and no foreign material was observed on syringes cannula. Hence, the alleged issue could not be confirmed. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Based on the sample received, embecta was not able to confirm the customer indicated failure. Root cause is not determined as the issue is unconfirmed.

Event description:
It was reported while using bd insulin syringe ultra-fine® foreign matter was found. There was no report of patient impact. The following information was provided by the initial reporter: found that the needles were black when using the syringes.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.